Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of 2 axium coils that failed to detach. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located in the left posterior communicating artery with a max diameter of 3.2mm and a 1.2mm neck diameter. It was noted the patient's blood flow was normal and the vessel tortuosity was normal. No images are available for review. It was reported that an echelon10 microcatheter (model: 105-5091-150, lot no.: 0232208032) was used and positioned successfully. The first coil (apb-3.5-8-3d-es, lot no.: 230592504) was selected, successfully deployed for embolization, and detached smoothly. The second coil (apb-2.5-6-hx-es, lot no.: 230462963) was selected, successfully deployed, and detached smoothly. The third coil (apb-1-3-hx-es, lot no.: 232007325) was deployed, but after manually breaking the detachment point, imaging showed that the coil did not detach. The backup detachment point was then broken manually, but the coil still failed to detach. Thecoil had to be carefully withdrawn. Due to the lack of the required model, another filling coil (apb-1-1-hx-es, lot no.: 231185151) was selected. The same issue occurred and the coil failed to detach, so it was also withdrawn. Coils from another manufacturer werethen used to complete the embolization. It was noted that no instant detacher was used. 2 attempts were made by the physician to manually detach each coil via hypotube. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complic ations were reported as a result of this event.